Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units ECG trigger failed and went into stand by mode . There was no harm reported to the patient.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit, the engineer found no trigger and poor signals persist alarms in the logs. The ECG lead wire clips were found rusty. User admitted that patient arterial pressure was poor as well. It is concluded that poor signal of ECG from rusty lead wire clips and patient arterial pressure lead to no trigger and machine went to standby. Machine was tested with trainer connected. Both ECG and pressure trigger worked well. The machine was returned to customer for clinical use after passing functional tests. It is recommended to user to purchase a new ECG lead wires cable.